Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardiac resynchronization pacemaker exhibited farfield r-wave oversensing on the atrial channel, which, resulted in atrial tachy response (atr) episodes. Additionally, the atrial intrinsic amplitudes show out of range measurements. The battery status is normal, and the lead measurements are satisfactory. Technical services were consulted and recommended further review by the physician. No adverse patient effects were reported. This device remains in service.